Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalised on an unknown date for 1 day for low blood glucose. The blood glucose at the time of the incident was 31 mg/dl and was treated with glucose tablets. Based on customer report does customer believe pump is not over-delivering the insulin. The customer stated that, the retainer ring was a little crack. The insulin pump will not be returned for analysis.